Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and was prepared and used as per dfu. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that during a procedure on wide-neck internal carotid artery (ica) aneurysm, the stent (subject device) was advanced inside the microcatheter to be placed in the vessel. According to the physician, the stent had prematurely deployed inside the microcatheter accidentally. The physician removed the stent together with the microcatheter and completed the procedure successfully with coil embolization. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure on wide-neck internal carotid artery (ica) aneurysm, the stent (subject device) was advanced inside the microcatheter to be placed in the vessel. According to the physician, the stent had prematurely deployed inside the microcatheter accidentally. The physician removed the stent together with the microcatheter and completed the procedure successfully with coil embolization. There were no reported clinical consequences to the patient.